Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture, baker grade IV and rupture.

Event description:
Patient reported rupture, capsular contracture, abscess, and recall. Patient later reported "capsular contracture, baker grade IV and rupture." Patient additionally reported seroma-late. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient reported rupture, capsular contracture, abscess, and recall. Patient later reported "capsular contracture, baker grade IV and rupture." Patient additionally reported seroma-late. This record is for the left side. The device has been explanted.